Manufacturer narrative:
During product development, all materials used for the gown were evaluated for biocompatibility. Only materials that successfully complete this test can be commercialized. The cuffs are composed of polyester and are engineered without dyes or other potentially irritating materials and there have been no changes in this material. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee a particular item will be compatible with all users. With no sample available, no root cause was determined. No defects related to this issue were reported on the DHR. No further action will be taken at this time.

Event description:
The nurse developed skin reaction to cuff of gown  a9041eln. She developed irritation, and even hives on her legs and torso which required benadryl and betaderm cream for 24 hours with a missed work shift.

Manufacturer narrative:
Follow-up filed: correction of manufacturing site address.